Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. Upstream occlusion detection testing was performed and the device was able to properly detect an upstream occlusion. The event history log review was completed and revealed that an infusion of norepinephrine was programmed on the reported event date. A single ¿upstream occlusion!¿ alarm occurred during the infusion. The time between when the infusion started and when the pump alarmed "upstream occlusion!" Was approximately 3 hours and 8 minutes. The user reported that a kink in the tubing was observed. The increased time to alarm could indicate that the kink was a partial occlusion. Per the spectrum iq operator¿s manual, partial occlusions are not always detectable by the upstream occlusion detector and can cause the pump to not alarm as expected or to appear infusing normally if not fully resolved. An occluded or partially occluded line may not allow the expected amount of fluid flow. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under-infused and was slow to alarm for upstream occlusion during therapy. The patient was hypotensive and necessitated " increasing doses of norepinephrine". The infusion started at 0.18 mcg/kg/min and increased slowly over hours to 0.40mcg/kg/min. It was further reported that hours after the infusion started, the pump alarmed upstream occlusion and a kink in the tubing was noted. According to the reporter, the pump stated that 50 cc had been infused; however, the norepinephrine bag had not decreased in volume. The infusion was restarted and a marked increase in the patient's blood pressure was observed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.